Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing low voltage alarms while on both battery and power module. While the patient was in clinic, the vad coordinator was able to induce the alarms by manipulating the black power lead of the system controller. The system controller was swapped out with another system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the equipment in the manufacturer's lab and the reported event was confirmed. The black power cable was maneuvered at the connector end and the system reported a power cable disconnect alarm and then a red battery alarm. The black power cable was then stripped at the connector end revealing broken inner conductors. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.